Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: percutaneous left atrial appendage closure with concomitant dual-device implantation: a single-center observational study. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "percutaneous left atrial appendage closure with concomitant dual-device implantation: a single-center observational study", was reviewed. This research article is a retrospective single-center study experience to evaluate procedural success, safety, and clinical outcomes up to 1 year- including cerebrovascular events, bleeding, and device-related complication- following concomitant implantation of two left atrial appendage closure (laac) devices. The devices included in the study were watchman, watchman flx, amplatzer cardiac plug, amplatzer amulet, and amplatzer valvular plug. The article concluded that concomitant implantation of two amplatzer devices in patients with multilobed laa anatomies appears to be technically feasible and demonstrates promising short-term safety, though the incidence of post-procedural pericarditis may be higher compared to single-device implantation. [The primary and corresponding author was lorenz räber, department of cardiology, bern university hospital, university of bern, bern, switzerland, with corresponding e-mail: lorenz.raeber@insel.ch.] This study included all patients undergoing laac from 01 january 2009 to 31 january 2025. A total of 1307 patients were included in the study, of which an unknown amount received an abbott device. The average age of the dual-device group was 71.9 years. The average age of the single-device group was 78.5 years. The majority gender was male. Comorbidities included paroxysmal atrial fibrillation, diabetes mellitus, chronic kidney disease, coronary artery disease, vascular disease, bleeding, and systemic embolism.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including paroxysmal atrial fibrillation, diabetes mellitus, chronic kidney disease, coronary artery disease, vascular disease, bleeding, and systemic embolism. Complications reported included patient device interaction problem (residual shunt), pericardial effusion, bleeding, pericarditis, angina; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: percutaneous left atrial appendage closure with concomitant dual-device implantation: a single-center observational study b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "percutaneous left atrial appendage closure with concomitant dual-device implantation: a single-center observational study", was reviewed. This research article is a retrospective single-center study experience to evaluate procedural success, safety, and clinical outcomes up to 1 year- including cerebrovascular events, bleeding, and device-related complication- following concomitant implantation of two left atrial appendage closure (laac) devices. The devices included in the study were watchman, watchman flx, amplatzer cardiac plug, amplatzer amulet, and amplatzer valvular plug. The article concluded that concomitant implantation of two amplatzer devices in patients with multilobed laa anatomies appears to be technically feasible and demonstrates promising short-term safety, though the incidence of post-procedural pericarditis may be higher compared to single-device implantation. [The primary and corresponding author was lorenz räber, department of cardiology, bern university hospital, university of bern, bern, switzerland, with corresponding e-mail: lorenz.raeber@insel.ch.]. This study included all patients undergoing laac from 01 january 2009 to 31 january 2025. A total of 1307 patients were included in the study, of which an unknown amount received an abbott device. The average age of the dual-device group was 71.9 years. The average age of the single-device group was 78.5 years. The majority gender was male. Comorbidities included paroxysmal atrial fibrillation, diabetes mellitus, chronic kidney disease, coronary artery disease, vascular disease, bleeding, and systemic embolism.